Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a 73mm longitudinal tear 14.4cm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications nor injuries were reported.